Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting a temperature probe out of range alarm (alarm 14) on arctic sun device sn (B)(6). Bd foley probe in use. They were just initiating therapy. Confirmed the foley reads on the bedside monitor, but not on the arctic sun. Suggested replacing the temp in cable as it appears the be the reason the temperature was not reading. Per follow up information received via phone on 27apr2026, spoke with charge nurse who confirmed a cable exchange resolved the issue. Cable was disposed of.